Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the programming head does not work correctly. The cable is out of order, while the internal electronic components are undamaged. The most probable hypothesis is that an unintentional user error damaged the device and its cable. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the cpr4 is not recognised by the smarttouch tablet. There are damages on the plasturgy.

Manufacturer narrative:
MDR correction: UDI added (B)(4).

Event description:
Reportedly, the cpr4 is not recognised by the smarttouch tablet. Therer are damages on the plasturgy.